Manufacturer narrative:
(B)(4). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have exhibited high shock impedance measurements for the last four years. It was noted that defibrillation threshold (dft) testing was performed approximately four years earlier. The shock impedance was now around 190 ohms. Boston scientific technical services (ts) consulted and found the last delivered shock was three and a half years earlier at 41 joules with an impedance measurement of 86 ohms. Ts recommended another 41 joule shock be delivered to determine the difference between measured and delivered shock impedances. Ts further discussed that once a shock impedance measurement is greater than 145 ohms, the device switches from biphasic shock delivery to monophasic shock delivery. Additional information was received that non-invasive programmed stimulation (nips) testing occurred and the shock impedance measurement was greater than 125 ohms with a 1.1 joule and 41 joule shock. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new device and lead were successfully implanted and no additional adverse patient effects were reported.